Event description:
It was reported that the health care professional (hcp) questioned the noise on the right ventricular channel. Upon review, it was noted that the signals were appropriately falling into the blanking zone, therefore the device is not affecting the timing cycles. Current programming was discussed. Additionally, pacing inhibition on the non-boston scientific left ventricular (lv) lead was also observed. Reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) questioned the noise on the right ventricular channel. Upon review, it was noted that the signals were appropriately falling into the blanking zone, therefore the device is not affecting the timing cycles. Current programming was discussed. Additionally, pacing inhibition on the non-boston scientific left ventricular (lv) lead was also observed. Reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.